Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and insulin pump had hardware low level failures error also. Customer was able to complete pump rewind. Error table does not indicate the pump should be replaced. Performed a self test which did not pass and error came up. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. No basal anomaly noted during testing. Pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Unit received with minor scratched lcd window, cracked keypad at select button, faded serial number label, cracked retainer and scratched case.